Event description:
Boston scientific crm received information that the patient with this pacemaker experienced bradycardic rates of 15-20 bpm. A system check revealed right ventricular (rv) high thresholds and loss of capture (loc). The rv outputs were increased to observe an appropriate safety margin above the thresholds. The physician is considering a course of action. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.